Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer did not experience any recurring issues after resetting the pump, following guidance from technical support, and was advised to continue using the pump. The customer understood to call back if any malfunction code reoccurs.